Event description:
Rptr alleged blood glucose results of 85 mg/dl and 150 mg/dl on the advantage system when tests were performed back-to-back. There was no report of symptoms, treatment, or actions. No serious adverse event was reported in connection with the alleged malfunction. The suspect product is unavailable for return; unable to send replacement product due to rptr declined to provide info concerning themselves or the customer.